Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when applying the second clip during prostate surgery, the surgeon had saw a wire protruding from the applicator. The surgeon used another endo5 of the same lot. The first 3 clips were applied without a problem. From that moment, the clips came out closed, did not open in the jaws. The surgeon finished the surgery with manual polymer clips without incident.

Event description:
It was reported that when applying the second clip during prostate surgery, the surgeon had saw a wire protruding from the applicator. The surgeon used another endo5 of the same lot. The first 3 clips were applied without a problem. From that moment, the clips came out closed, did not open in the jaws. The surgeon finished the surgery with manual polymer clips without incident.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1800547 was manufactured on 11/19/2018 a total of (B)(4) pieces. Lot was released on 11/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab severely bent and its knob partially opened. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it got stuck in the bent rotation tab. The next clip was out of position and protruding out of the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Additionally, the proximal end of the feeder was bent. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "wire protruding from applier" was confirmed based upon the sample received. The device was returned with its rotation tab severely bent (the "wire" that the customer reported on). The sample was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.